Event description:
It was reported that the scrub nurse noticed fiber-like material inside the sterile package of the preloaded monofocal intraocular lens (iol) while preparing it for implantation. There was no patient contact with the product; therefore, there was no impact on the patient. An assistant nurse opened a second lens, which was implanted without issue. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 19-feb-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. A fiber was identified on the handpiece tray. Further evaluation of the device, fiber, and tray indicated that the foreign material is a protein-based fiber consistent with human hair. The fourier transform infrared (ftir) spectrum raw data output file compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. No further evaluation was performed. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.